Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("pelvic pain") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hysteroscopy (for submucous myoma excision) in 2003 and ectopic pregnancy and parity 3. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("hip joint pain"), asthenia ("asthenia") and muscle disorder ("muscle disorders"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, asthenia or muscle disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.257 kg/sqm. [Pathology test] (date unknown): right fallopian tube with a luminal fibrosis area in its proximal portion, related to the insertion of an essure device; no sign of progressive inflammation; lack of refracting deposits in polarized light. [Ultrasound pelvis] (date unknown): normal uterus and ovaries, the right essure implant is intrauterine over 14 mm and the left one over 8 mm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("pelvic pain") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hysteroscopy (for submucous myoma excision) in 2003 and ectopic pregnancy and parity 3. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("hip joint pain"), asthenia ("asthenia") and muscle disorder ("muscle disorders"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, asthenia or muscle disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.257 kg/sqm. [Pathology test] (date unknown): right fallopian tube with a luminal fibrosis area in its proximal portion, related to the insertion of an essure device; no sign of progressive inflammation; lack of refracting deposits in polarized light [ultrasound pelvis]. (Date unknown): normal uterus and ovaries, the right essure implant is intrauterine over 14 mm and the left one over 8 mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: nullification: health authority in france confirmed that this report is a duplicate to record # fr-bayer-2022a032293 to which all information will be transferred, then this duplicate record # fr-bayer-2023a037383 will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.